Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on march 26, 2021. The customer¿s blood glucose level was 600 mg/dl at time of incident. Customer had experienced lows with a blood glucose of 52 mg/dl. Customer stated that found out about the safety notice and decided to call. Customer stated that went to children's mercy hospital and kept due to diabetic ketoacidosis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.